Event description:
It was reported that the lens was found to be decentered during the post-op check. The capsulorhexis was not optimal during the surgery and the surgeon does not see a problem with the lens. We learned through follow up that the lens was repositioned on the (B)(6)2023 with one haptic needing to be lifted back into the capsular bag. Through further follow up we were informed, that the surgeon explanted the lens and replaced it on (B)(6)2023. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: between implantation on the (B)(6)2023 and the explant of the lens on the (B)(6)2023. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h6 -health effect - clinical code: 4581: device dislocation. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.